Event description:
The reporter indicated that she was having problems interrogating her device. The manufacturer assisted with troubleshooting by checking the wand battery. "The first time the battery did not stay on greater than 25 seconds; a new battery was placed in the wand but again did not stay on at least 25 seconds." The reporter did not have an additional battery. Therefore, a therapeutic consultant went to the site for further analysis. The therapeutic consultant isolated the problem to the reporter's programming wand. The manufacturer has not received the programming wand for product analysis. Good faith attempts to obtain additional info are in progress and awaiting results.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.